Manufacturer narrative:
The report of low speed alarms and pump stoppage events was confirmed based on the submitted log file; however, a specific cause for the events could not be conclusively determined. Electrical continuity testing of the returned section of the external portion/distal end of the driveline, approximately 18.5 inches, found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding, bionate layers, and previous driveline repair were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A root cause for the reported event could not be determined through the evaluation of returned driveline. Incidentally, visual inspection of the returned system controller observed kinks in both the black and white power cables, and a cut in the black power cable exposing the shielding and the inner wire; however, the system controller functioned as intended upon evaluation with no adverse alarms noted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The external driveline replacement referenced in this section was reported under medwatch MFR. Report # 2916596-2015-01704. Approximate age of device ¿ 3 years and 1 month. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the clinic for a routine visit and a driveline fault and pump off alarm (red heart and yellow wrench) were captured in the patient's event history. A portion of the patient's external driveline was previously replaced on (B)(6) 2015, and the patient had been home since without alarms. The system controller was exchanged. The patient was asymptomatic during the event. X-rays were reviewed by the manufacturer's technical services representative and no obvious areas of concern were found. Two ungrounded patient cables were requested and provided for the patient to use until the repair could be performed. On (B)(6) 2016, during the evaluation of the driveline, the manufacturer's technical services representative performed a continuity test and it did not reveal any broken wires. Most of the external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and there were no further alarms.